Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. Unable to perform the self-test, a21 error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests or verify operating currents due to blank display. The insulin pump had cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump is not working and that the replacement battery cap she received has not solved her problem. The patient's blood glucose at the time of incident was 26 mmol/l. The customer stated that there is corrosion in the battery compartment. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.